Manufacturer narrative:
Continued initial reporter zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side textured to smooth implant exchange and unknown side rupture. The device has been explanted.

Event description:
Healthcare professional reported right side textured to smooth implant exchange and right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., d.1., d.4., h.4.

Event description:
Healthcare professional reported right side rupture.